Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement. Most likely underlying root cause of malfunction: user has high glucose value test strip UDI# (B)(4).

Event description:
Consumer reported complaint for hi blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of hi. The customer had called initially for e-2 error message: sample not detected or using wrong test strip. The e-2 error message had occurred as soon as the blood sample was absorbed. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of hi and hi using truemetrix meter. Daughter stated customer was on prednisone; daughter stated she did not know the customer's expected fasting blood glucose test result range with prednisone. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/30/2018 and open vial date is 03/20/2017. The meter memory was not reviewed for previous test result history; the customer refused to troubleshoot and refused replacement meter.